Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing outputs. Additional information indicated the outputs had been high since implant. This lead was explanted and discarded. No additional adverse patient effects were reported.